Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was having difficulties communicating with the scs ipg and the patient controller (pc). The patient stated they felt that they had lost stimulation therapy. Reportedly, the patient underwent a radiofrequency ablation procedure and the scs system was not set to surgery mode. The company representative met with the patient and attempted to connect with the ipg, but it would not show in the clinician programmer (cp) app. The representative attempted multiple times to connect with the patient's scs ipg, but was unsuccessful. Surgical intervention may be necessary to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs implantable pulse generator (ipg) was explanted and replaced. Stimulation therapy was reportedly restored and the issue resolved.